Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that when removing the vasoview hemopro vh-3500 kit for an endoscopic vein harvesting procedure from the packaging and taking the device out of the plastic, the jaws were open as usual. When they attempted to close the jaws to insert them into the cannula, they would not close. The lever did work, but the jaws were not opening and closing. They opened another kit and used that one to complete the case. No patient contact or injury.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation 11/28/2022. An investigation was conducted on 12/01/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the gray silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. The heater wire was observed to be slightly flexed away at the center of the jaw due to normal clinical use. The jaws of the harvesting device were observed to be in an opened state. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws. The jaws would not close, they remained in an opened state. An electrical evaluation was not conducted due to the jaws staying in an open position. An engineer evaluation was conducted on 12/30/2023. The jaws on the complaint device were stuck in the open position. The jaws would not close when thumb toggle on the handle was fully pulled back which is not normal. The complaint device was connected to the complaint lab hemopro power supply (c-vh-3010), and hemopro extension cable (c-vh-3030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position. The toggle on the handle of the complaint vh-3500 hemopro tool was pulled back to the activation (power on) position. The heating element on the jaws heated up but the jaw did not close as expected. Next, the complaint vh-3500 hemopro tool handle was opened to determine the cause of the jaws remaining stuck in the open position. It was observed that the collar had completely come off the yoke rod. Per work instruction (B)(4), a torque of 3.65 lbf-in is applied to the collar set screw to lock the collar onto the yoke rod. (See attached email ). Based on the returned condition of the device as well as the investigation and engineer evaluations, the reported failure "mechanical problem" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000258498 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4--unique identifier (UDI) # corrected from "(B)(4)" to "(B)(4)."

Event description:
N/a.